Event description:
It was reported that the ilet pump screen became unresponsive and could not be unlocked despite being adequately charged and placed on a charger, indicating a hardware screen malfunction on the handheld controller. Symptoms included no clinical effects. Outcomes included no impact on health and no medical intervention. Investigation included remote troubleshooting and education, confirmation of shipping and billing information for replacement logistics, guidance to shut down the device to avoid further alerts, instruction that device data would not transfer to the replacement, and confirmation that the patient could continue cgm use with the dexcom g7 app or receiver. Investigation of this case revealed a persistent screen unresponsiveness consistent with a device display or touchscreen failure, with no alerts or alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was a product quality issue related to the device¿s screen functionality.